Event description:
It was reported the cannula inserted into the infusion site (leg) and when the pod was removed, the cannula retracted. The patient's blood glucose levels rose to 17.9 mmol/l (322.2 mg/dl) while wearing the pod for between 5 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.